Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. He replaced the stirrer motor and the problem was solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A mechanical or electrical/electronic defect of the stirrer motor led to the reported error. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was giving an error code associated to the stirrer motor during procedure. There was no report of patient injury.